Event description:
Dr. Was using product with bad results - needed four (4) to commplete prophy. Dr. Noted different packaging compaarewd to prior item she had used. Lasst pt was almost burned when angle stopped turning, smoked, began to melt and irritated pt.